Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: corrected: d1. H3, h6: the product was not returned to medtech orthopaedics; however, photos were provided for review. The photo investigation revealed that '02.226.000, drill bit ø3.2/1.7 cann l225 4flut f/qui had broken. The observed condition of the device was consist with a random component failure that may have been caused by exposure to unintended force. The investigation was not able to confirm the allegation of embedded device as no x-rays were provided to evaluate the condition. Since the device was not returned, a dimensional inspection cannot be performed. The overall complaint was confirmed as the observed condition of the drill bit ø3.2/1.7 cann l225 4flut f/qui would contribute to the complained device issue. Based on the investigation findings, potential cause can be attributed to caused traced to component failure and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history review: part: 02.226.000-15, lot: 27637p0, manufacturing site: balsthal, release to warehouse: 06-sep-2024. A DHR evaluation was performed for the finished device article#: 02.226.000-15, lot#: 27637p0, and no non-conformance's were identified. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a 1.6 guide wire was passed, and then a 3.2 cannulated drill bit was passed. A noise was heard, the drill bit was removed and it was evidently broken. Some fragments of the drill bit were recovered. Then the specialist removed the guide wire and it was also broken. It was not possible to recover the piece of kirchner wire from the patient's bone.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.